Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three weeks after implant, the patient experienced an infection of the incision where their implantable pulse generator (ipg) was implanted. The ipg system was explanted. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.